Event description:
It was reported the pt experiences discomfort at her ipg site. Her site is located in the abdomen around her belt line and she stated it was uncomfortable to wear pants. F/u identified the pt discussed the issue with a new physician. He felt the site should not be moved and the discomfort would be alleviated if the pt lost weight.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.